Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 3/cart 42/box lot# 73d1500484 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip cannot clamp tissue tightly. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge 544233 hemolok ml clips 3/cart 42/box for investigation. The clip cartridge was visually examined with and without magnification. Visual examination revealed that the cartridge was returned with two clips remaining in the cartridge. One of the clips was partially out of the cartridge and the other clip was bent while still in the cartridge. These are both indications that improper loading occurred or damaged appliers were used. The appliers were not returned. Reference file (B)(4) for investigation photos. Both clips were manually removed from the cartridge and it was found that both clips had bent hooks. Functional inspection could not be performed on the clips due to the damage to the hooks. The clips being returned partially out of the cartridge, the bent hooks, and the bent clip are all indications that improper loading of the clips or using a damage applier caused this complaint issue. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "clip cannot clamp tissue tightly" was confirmed based upon the sample received. One cartridge was returned with two clips remaining. One of the clips was partially out of the cartridge and the other clip was bent while still in the cartridge. Upon removal from the cartridge, it was found that both clips had bent hooks. The bent hooks would prevent the clips from properly ligating. The observed damage to the hooks of the clips and to the clip that was bent along with one of the clips being returned partially out of the cartridge are indications that improper loading of the clips or using damaged appliers caused this complaint issue. It is unknown how the returned clips were handled during use and the appliers used at the time of malfunction were not returned for investigation. A device history record review was performed on the device and showed no evidence to suggest a manufacturing related issue. Therefore, based upon the damage observed, operational context caused or contributed to this event.

Event description:
It was reported that the clip cannot clamp tissue tightly. There was no patient injury.